Manufacturer narrative:
Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: bk000036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing with bd leucocount¿ low results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: low results obtained with rbc high compared to expected values. Noticed after use. Results obtained with rbch controls were lower than expected.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00239 was sent in error. The complaint is on qc control leucocount rbd samples and therefore, is not considered to be a reportable malfunction.

Event description:
It was reported while testing with bd leucocount¿ low results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: low results obtained with rbc high compared to expected values. Noticed after use. Results obtained with rbch controls were lower than expected.